Event description:
In 2001 the end-user called minimed, USA and stated that the tubing is cracked right where the connection part is to the reservoir. States it is leaking. In 09/2001 maersk medical received the complaint and the used tubing. The near incident took place in USA.